Event description:
It was reported that 2 bd eclipse¿ needles experienced difficulty connecting to the mating component, resulting in leakage. The following information was provided by the initial reporter: needle not connecting to syringe, causing medication leakage during medication application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd eclipse¿ needles experienced difficulty connecting to the mating component, resulting in leakage. The following information was provided by the initial reporter: needle not connecting to syringe, causing medication leakage during medication application.

Manufacturer narrative:
H6: investigation summary; since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.